Event description:
It was reported that there was right atrial (ra) lead undersensing due to ventricular pacing that was overwhelming the atrial sense amplifier. Follow-up revealed that there was no intervention and no patient complications. The ra lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.